Event description:
The pt received three ifuse implants on (B)(6) 2011. Upon recovery, the pt complained of a numb foot on the operative side. The surgeon ordered a CT scan which showed that the superior implant was too far anterior and it violated the anterior sacral ala potentially impinging the l5 nerve root. A revision surgery was performed on (B)(6) 2011. The superior implant was removed. A replacement implant was positioned dorsal and caudal to the hole/position of the original implant. The original hole was not filled with graft.

Manufacturer narrative:
Based upon the complaint information and investigation, root cause for the revision surgery was incorrect placement of the implant. Late report of this adverse event is addressed under (B)(4).